Event description:
It was reported that this right atrial (ra) lead was implanted and it then failed the ra automatic threshold (raat) due to apparent low evoked response (ER). Additionally, after the implant procedure, it was noted that the surface echocardiogram (ECG) was unstable, and it was found that the lead had dislodged. The patient underwent a surgical intervention to reposition the ra lead and the lead measurements are now adequate. The ra lead remains in service. No additional adverse patient effects were reported.